Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative could not connect to the implanted neurostimulator (ins) using the clinician programmer or patient's recharger. During the call the caller attempted to use the patient programmer to connect to the ins and it was displaying the poor communication message. When the rep asked the patient for an event date, the patient could be heard indicating that they were sometimes only able to get four coupling bars during some recharging sessions and it had been "at least six months" since the ins stopped communicating. Agent  reviewed how to start a physician recharger mode with the recharger. The manufacturer representative later reported that they saw por on the recharger and wanted to see the normal recharge screen. Technical services reviewed how to bypass the por (power on reset) message to get normal recharge screen. Reviewed with rep that she will need to clear po r with her tablet, after patient has charged at least 25%. During investigation, additional information was received from the manufacturer representative which was confirmed with the physician that cause was unknown. Physician recharge mode was performed and the I mplanted neurostimulator was able to be recharged.